Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Subsequently, bolus delivery would stop and "have to be reset" to resolve the issue. Although requested, customer did not upload pump data for review. Multiple attempts were made to follow up with the customer, however, a response was not received. The customer's blood glucose level was 150-190 mg/dl.